Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While preparing to administer an intravenous infusion to a patient, a nurse noticed fluid leaking from the middle section of the tubing while performing the air and fluid flush procedure with a disposable intravenous catheter. The nurse immediately stopped using it, replaced the catheter with a new one, and successfully completed the puncture and infusion.